Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device implanted in (B)(6) 2020. Concomitant medical products: sternalock blu system screw, cancellous cross-drive locking 2.4 x 16mm, part# 73-2416, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.4 x 18mm, part# 73-2418, lot# ni. Sternalock blu system screw, cancellous cross-drive locking 2.7 x 16mm, part# 73-2716, lot# ni. Unknown cerclage wire, part# ni, lot# ni, unknown manufacturer.

Event description:
It was reported the patient underwent a revision to remove a sternal closure plate and cerclage wire three (3) months following implantation due to instability. The plate was found to be fractured during removal. The surgeon indicated that the patient's poor bone quality was the primary cause of the event. It was reported that no further information is available.